Manufacturer narrative:
Age, weight, ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable as the device remains implanted. The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Health care provider reported that their patient is experiencing ¿wonky¿ vision. She is unable to drive and is considering retiring or applying for disability. No further information was provided. This report is for the right eye of the patient. A separate report will be submitted for the patient's left eye.

Manufacturer narrative:
Correction: this is to correct the initial submission which inadvertently omitted the following information. Section b5: the doctor reported that the patient was planning to undergo an iol exchange with another surgeon. Additional information received: through follow-up it was learned that the exchange has not occurred. Reportedly, the patient is still very unhappy with their vision. She¿s seeing 20/25 but is saying it is not functional. The 2nd opinion surgeon to whom the doctor referred the patient, will do a yag capsulotomy first and if the patient is still unhappy then do the iol exchange. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.